Event description:
On 5/8/95 an aus device was implanted. On 8/12/97 the dr reported "cuff seems not to fill and upon squeezing the pump it refills very quickly, and you can feel bubbling upon pressure."